Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. ¿ the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire. Also, evaluation found the bending section cover adhesive was cracked and had a white clouded area, the water removal ability did not meet the standard value due to clogging of the nozzle, dots were smudged and connected on the water detection sticker, the adhesive around the objective and light guide lenses had a white clouded area, the scope cover was dented, the connecting tube was buckled, the universal cord was wrinkled, the connecting tube was buckled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera elite gastrointestinal videoscope was insufficient and the control knobs had play. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.